Event description:
A viperwire guidewire was used to primary wire a lesion in the left anterior descending artery (lad) via right groin access. A 6fr sheath was used in conjunction. Four atherectomy treatments were performed on low speed in the proximal and mid vessel. The oad was removed, and the wire was exchanged for a microcatheter. At that time, imaging showed the tip of the wire had remained in the vessel. The fragment was abandoned in vivo. There was no clear indication how or when the wire had fractured.

Manufacturer narrative:
Device analysis conclusion: the guidewire was received at csi for analysis. Visual examination confirmed the reported fracture. The fractured spring tip section was not returned. Scanning electron microscopy analysis showed evidence of fatigue without evidence of excessive wear on the surface of the wire. There is no evidence of contact with the oad. However, it is possible that the oad spun too close to the spring tip, thereby contributing to fatigue forces on the core wire and resulting in the fracture. However, this could not be confirmed through analysis, and the exact cause of the fracture remains undetermined. The material inspection report for this guidewire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).